Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal circumflex artery with mild tortuosity and heavy calcification. The 2.5 x 15 mm nc traveler balloon catheter was advanced to the lesion without issue and inflated to 8 atmospheres (atm), but ruptured during the first inflation. It was noted that the balloon was soaked prior to use, but air aspiration was performed inside the patient anatomy. A new nc traveler was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail ii jl4. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that nc traveler , cdc instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported event. The nc traveler is currently not commercially available in the us.; however, it is similar to a device sold in the us.